Manufacturer narrative:
Results: bd received two samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for incorrect packaging for sterile breach with the incident lot was not observed and the customer's indicated failure mode for incorrect packaging due to an extra needle with the incident lot was observed. A review of the manufacturing records was completed for the incident lot #5051069 and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that one blister pack for bd vacutainer® bd preset¿ slip tip syringe with attached needle, arterial blood collection kit 23g x 1 in was not correctly sealed leading to sterile breach and one blister contained an extra needle without safety shield. No injury or medical intervention.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The correct date of event is (B)(6) 2015.